Manufacturer narrative:
A review of the site's system logs for the reported procedure date was completed. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that following an ion lung biopsy procedure, the patient developed a pneumothorax that required hospital readmission and chest tube placement. The initial procedure was completed successfully, and the patient was discharged home. Subsequently, the patient experienced coughing and returned to the hospital, where a new pneumothorax was identified. The patient was readmitted and treated with a chest tube. The patient is currently hospitalized. There was no device issue or malfunction associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.